Event description:
Caller reported a cgm error 42 with # g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by cts, and no further cgm error occurred, allowing the sensor session to start successfully.